Event description:
It was reported that during a right pnemonectomy, the devices only fired half the staples. It is unknown how the procedure was completed. There was no patient consequence. Two devices will be returned.

Manufacturer narrative:
Instrument b:d4:batch # c5g394; expiration date; 09/25/2011; 10/25/2006. Evaluation summary: the analysis results found that the tlc75 device was received in good visual conditions and with a cartridge loaded in the instrument. The cartridge had the proximal 23 drivers up without staples, and the remaining drivers down with staples present. Additionally, the returned cartridge had the swing tab in the locked position, which indicates that the instrument's firing cycle was interrupted, and then restarted. It should be noted that the cartridge is designed to lockout, as a safety feature, if any staples have been fired from the cartridge. In addition, the instructions for use state, "caution: complete the firing stroke. Failure to complete the stroke may result in incomplete staple line. " it was also noted that the cartridge had damaged on the cartridge deck as if it was clamped over a hard object. The swing tab was reset and the cartridge was fired with a returned device, it fired, cut, and formed the remaining staples as intended. In addition the device was tested with a test cartridge and it fired, cut and formed all the staples as intended the device fired without any difficulties and the staples were noted to have the proper b-formed shape. The analysis results found that the tlc75 device was received in good visual condition and with a cartridge loaded in the device. The cartridge was returned void of staples. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that each cartridge is 100% inspected through an automated vision system to ensure staple presence prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.